Event description:
It was reported that when the patient had an x-ray of her hand, the ins turned off by itself. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3889-28, lot# va005t1, implanted: (B)(6) 2012, explanted: na. Programmer, model 3037, serial# (B)(4).